Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient has healed. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.

Manufacturer narrative:
Additional information: section h.10 advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly received treatment for infection (type unknown). The recipient has healed. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.